Event description:
It was reported that a tandem mobi cartridge alarm occurred during bolus delivery. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully resolved the issue by removing the cartridge, administering a bolus, and reloading the cartridge, allowing them to resume insulin therapy.